Event description:
It was reported that the patient experienced a shock for atrial fibrillation (af) with rapid ventricular response. Beta blockers were increased at the time of the shock. The patient experienced an adverse drug reaction to beta blockers and antiarrhythmics. The patient was also seen for complaints of extreme fatigue. The patient is enrolled in the efficacy of implantable defibrillator therapy after a myocardial infarction (refine-ICD) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.